Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: m149324 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 191-000 / lot: m149324 , test base part number: 190-430 / lot: m149324 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot: m149324 showed that the complaint (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal sample using a heiwa medic co., ltd. Flocked cotton swab for the nasal cavity. The customer reported that the ID now covid-19 assay appeared positive 5 to 6 minutes after the start of measurement. A beckman coulter gene expert confirmation test was performed and generated negative results. The customer reported that after about two (2) hours the extract containing the sample was re-examined and displayed a negative result. On (B)(6) 2021, repeat testing was performed with a new sample using the ID now covid-19 assay and generated negative results. The customer stated the patient was symptomatic and started to generate heat (37.4 ). The patient was isolated for pre-hospital examination. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no treatment.